Event description:
It was reported that the patient with this artificial urinary sphincter (aus) never became fully continent post-implant. The cuff was explanted and downsized to a smaller cuff. There were no additional patient complications reported.